Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient weight was requested, but not made available. Device evaluated by MFR: device remains implanted; therefore, direct product analysis was not possible. Code 213: review of device manufacturing record history confirmed device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6)2023, thromboendarterectomy of the right femoral artery was performed. Next, treatment for stenosed and calcified right external iliac artery was done with implantation of two gore® viabahn® vbx balloon expandable endoprostheses (vbx device). During treatment, an 8lmm x 79mm vbx device was implanted distally, and a second vbx device was implanted proximally. The two vbx devices were implanted from just below the hypogastric artery branch and external iliac artery, to approximately 2 cm above the circumflex artery. On unknown date in (B)(6)2023, a compression around the distal edge of the distal vbx device was observed. The physician stated the patient had poor posture, which may have contributed to the device compression. The vbx device appeared to be slightly over the femoral head based on subsequent diagnosis. The vbx device was not completely compressed, and about 4 mm diameter remained open. The patient was not experiencing any symptoms. The position of implanted vbx devices was confirmed to be fine. The patient has a thin build and it was thought that the vbx device may have been compressed by external pressure. No treatment was performed for the observed compression.

Manufacturer narrative:
H6 - code c20: the device remains implanted. The reported compression of the vbx device leading to partial occlusion of the endoprosthesis, could not be independently confirmed. No items were provided to evaluate product performance. The patient reportedly had poor posture. The vbx device instructions for use (IFU) provide a warning against use of the device in anatomy where the device is susceptible to severe external compression, but a relationship between the poor patient posture and the reported device failure mode could not be established. The cause for the reported endoprosthesis compression could not be confirmed with the available information. The reported device occlusion represents a known complication or adverse event that can occur when using stent-graft endovascular devices which can result from several factors including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors, and disease progression. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis warnings state: as with any balloon expandable stent, use of the gore® viabahn® vbx balloon expandable endoprosthesis in anatomy and procedures where the device is susceptible to severe external compression may result in permanent compression of the device. This can cause partial or complete device occlusion which may result in ischemia and related serious harms, potentially necessitating additional endovascular procedures or surgical intervention. Conclusion code d1001 removed.